Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on 23-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the errors. Fse cleaned, lubricated the incubator, and checked the belt for tautness. Fse also adjusted and verified proper alignments and ran multiple cup transfer tests without any errors. Fse then ran patient samples and quality controls (qc). All results were within acceptable range. The aia-900 instrument was functioning as intended and the errors cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 15-dec-2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages, indicate that 4276-incubator positioning error is generated when the home sensor s120, which is supposed to detect the incubator when it reaches the target position, failed to be activated. Measurement will be interrupted. The solution is for the customer is to contact tosoh local representatives and check s120 and pm120 for a possible malfunction. Error 4275 is incubator slip detected which is generated while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. The solution is for the customer to contact tosoh local representatives and check s120 and pm120 for a possible malfunction. The most probable cause of the issue is due to the alignments needed to be readjusted

Event description:
On (B)(6) 2018, a customer reported getting error 4276 incubator positioning and error 4275 incubator slip on the aia-900 instrument. Customer reported sample runs were aborted and despite rebooting the instrument, the issue persisted. The customer is unable to run patient samples for ipth (intact parathyroid hormone). On 23-jan-2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.